Event description:
It was reported that a small volume folfusor under infused during infusion. It was observed that the pump did not empty in time. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4, and h6. H11: the actual device was not available; however, a photograph of the sample was received for evaluation. The returned photograph was reviewed, and it was noted that there was fluid inside the device¿s bladder which suggested an under infusion may have occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.